Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of distal tip detachment of device or device component.

Event description:
It was reported to boston scientific that an injection gold probe was intended to be used to treat a prophylactic hemostasis post polypectomy during a colonoscopy procedure performed on (B)(6) 2026. During insertion, when going to insert the injection gold probe the catheter broke in half. The entire distal gold tip did not detach fully from the catheter, it remain attached to the device and it did not fall into the patient. The procedure was completed with another device of the same model. The patient fully recovered following the procedure, and there were no patient complications reported because of this event.